Event description:
It was reported during a stenting treatment procedure, stent damage occurred. The target lesion was located in the circumflex artery. An unknown manufacturer¿s guidewire was placed in the target lesion and another guidewire in the obtuse marginal artery. The 2.25x28mm promus premier stent was advanced into the target lesion at the bifurcation. The two guidewires became crossed and twisted. The physician then pushed the 2.25x28mm promus premier stent in attempts to uncross the two guidewires. The attempt was unsuccessful and the 2.25x28mm promus premier stent was removed. The guidewire that was placed in the circumflex was removed then placed back into circumflex artery. As the 2.25x28mm promus premier stent was being loaded on the wire, stent damage was noted. The procedure was completed with another same device. The 2.25x28mm promus premier stent was expanded outside of the patient to see if the stent damage would be resolved by expanding the stent. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the promus premier stent was returned and was expanded along the entire length and slightly stretched at the center with a kink. Some struts were slightly pushed in on one side of the stent. The 11th row from one side of the stent had a strut that was slightly lifted. This damage is consistent with the original stent damage that reportedly occurred during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported during a stenting treatment procedure, stent damage occurred. The target lesion was located in the circumflex artery. An unknown manufacturer's guidewire was placed in the target lesion and another guidewire in the obtuse marginal artery. The 2.25x28mm promus premier stent was advanced into the target lesion at the bifurcation. The two guidewires became crossed and twisted. The physician then pushed the 2.25x28mm promus premier stent in attempts to uncross the two guidewires. The attempt was unsuccessful and the 2.25x28mm promus premier stent was removed. The guidewire that was placed in the circumflex was removed then placed back into circumflex artery. As the 2.25x28mm promus premier stent was being loaded on the wire, stent damage was noted. The procedure was completed with another same device. The 2.25x28mm promus premier stent was expanded outside of the patient to see if the stent damage would be resolved by expanding the stent. No patient complications were reported and the patient's status is fine.